Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold. Digital radiography was performed and the atrial lead was found to be dislodged. The physician attempted to reposition the atrial lead and was unable to be fixated. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b6 - "digital radiography - dislodgement confirmed" should have been included. The reported events of lead dislodgement, high capture threshold, and unable to be fixated was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.